Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion is located in the mildly tortuous and severely calcified left anterior descending artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon burst. The procedure was completed with a different device. There were no patient complications.